Event description:
During an unspecified stenting treatment procedure, the physician could not pass the 'alice' stent over the choice floppy guidewire. The physician stated that he thought there was a problem with the alice stents so he rejected the stents. The distributor of the alice stents took one sample of the choice guidewires in the hospital and sent it to the standards institute in order to measure the diameter of the guide wire. He stated that the diameter of the guide is 0.015" instead 0.014". No patient injuries or complications were reported.